Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, suture lysis was performed approximately ten days postoperative. The pt was examined approximately one week later, peripheral anterior synechia (pas) was reported and the pt was treated with medication. A sudden increase in pressure was reported approximately three months following the original surgery which was treated with needling and medication. The event resolved with the treatments.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, a surgeon reported that there was a bleb reconstruction performed ten months after the shunt was implanted. Although eye drops and oral medications were being implemented for pressure management, the iop increased twenty months postoperatively. The shunt was explanted and a second bleb reconstruction was performed. The patient was then noted to be recovering.